Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported that during use the cardiosave intra aortic balloon pump (iabp) had iab catheter restriction alarm issue. Customer reported alarm catheter restriction. A getinge field service engineer (fse) was dispatched to evaluate the unit. Customer stated device had a catheter restriction alarm during use. It was noted that during time of alarm customer verified the catheter was misplaced in patient. Onsite confirmed unit would run with no alarm. Unit returned to customer.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a catheter restriction alarm during use. It was noted that during time of alarm customer verified catheter was misplaced in patient. No harm.

Manufacturer narrative:
Due to character limit in e1 initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.